Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported a low battery, it does not work on battery anymore. There was no reported patient involvement.